Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The root cause of the "impella defective" alarm was not determined due to the inability to reproduce an intermittent communication issue between the automated impella controller, and the pump. Refer to MFR 1220648-2026-04467 for the pump investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. B5 revised.

Event description:
An impella 5.5 was inserted in a 76-year-old male patient via right surgical axillary/subclavian arterial access for escalation of therapy in the setting of cardiomyopathy. The patient¿s comorbidities are coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the 5th day of support, nursing reported that there was an ¿impella defective¿ alarm on the automated impella controller (aic). Attempted troubleshooting was carried out by switching to three different automated impella controller (aic) consoles, but the alarm persisted on each unit. The patient remained hemodynamically stable. The pump could not be restarted. The patient was medically managed, and the catheter was pulled back into the descending aorta in response to the persistent alarm. The impella 5.5 was subsequently removed the same day. The patient remained medically stable during device removal and survived. The impella 5.5/ automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and without any known adverse events.

Event description:
Clinical rationale: an impella 5.5 was inserted in a 76-year-old male patient via right surgical axillary/subclavian arterial access for escalation of therapy in the setting of cardiomyopathy. The patient¿s comorbidities are coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the 5th day of support, nursing reported that there was an ¿impella defective¿ alarm on the automated impella controller (aic). Attempted troubleshooting was carried out by switching to three different automated impella controller (aic) consoles, but the alarm persisted on each unit. The patient remained hemodynamically stable. The impella pump could not be restarted. The patient was medically managed, and the catheter was pulled back into the descending aorta in response to the persistent alarm. The impella 5.5 was subsequently removed the same day. The patient remained medically stable during device removal and survived, with no evidence of patient injury directly caused by device malfunction at the time of reporting. The impella 5.5/ automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and without any known adverse events.

Manufacturer narrative:
This is one of three related reports. This report represents one of the automated impella controllers. Other reports were submitted to represent the impella 5.5 and the other automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.